Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. It was also reported that right ventricular (rv) lead exhibited under-sensing. The ra and rv leads were both re-programmed and remain in use. No patient complications have been reported as a result of this event.